Manufacturer narrative:
The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report (mw5101550) received that states: ¿identified missing footplate from perclose proglide device following device deployment.¿ no additional information was provided by the account.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In the absence of device returned for analysis, a conclusive cause for the reported foot detachment could not be determined. The foot remaining in the patient appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. G2: removed company representative.